Event description:
It was reported, that a fitmore hip was implanted on (B)(6) 2007 on the left side. The patient underwent a revision surgery on (B)(6) 2009 due to unk reasons. The same patient is treated in (B)(4).

Manufacturer narrative:
The MFR did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).